Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd¿ infusion sets leaked from the tpn filter. The following information was provided by the initial reporter: " you are having frequent leaks from the tpn filter. You changed your practice to change the filter every 6 days about 2 years ago. The leaks started about 5-6 months ago. You do not wipe down lines with alcohol or disinfectant. The results from all of the investigations so far, point to saturation of the filter membrane causing the fluid to push back. There have been no cracks, or breaks or manufacturing issues. With the filters. They have been able to wash the filter and dry it, and it then functioned as expected."